Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volbella¿ with lidocaine in the eye area for dark circles. Everything [injection] perfect, no complications. Checkup 2 weeks post injection, small swelling noted. 2 months later, patient noted swelling in the eye area. Biofilm with no report of biopsy to confirm was also noted. 11 days after symptom apparition, patient treated with hylase/hyaluronidase. Symptoms have resolved.